Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation but was unable to be investigated due to compromised components of returned product. Confirmation of the allegation and a probable cause could not be determined.

Event description:
It was reported that the sensor deployed on its own. Data was provided for investigation; however, investigation of provided data cannot confirm or disconfirm the allegation or determine a probable cause. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).